Event description:
The implant was examined two times, the result was always 'poor coupling', the device had malfunctioned. The pt was reimplanted in 2004. Since it took a long time to get the correct info from the clinic involved, the report was sent upon arrival of the explant.